Event description:
Iit was reported that the customer had a high blood glucose of 270 mg/dl, which he treated with a bolus. Troubleshooting was performed on the insulin pump. Durnig troubleshooting, the customer was unsure if the basal rates were correct and the bolus wizard settings were unknown. It was found that the customer had a bolus recorded in the history for 15.6 units of insulin on august 12, 2014 and it was verified the bolus history was inaccurate. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)